Event description:
The facility reported a flo-gard infusion pump with an excessive infusion rate on channel 1. It is unknown when or in which care area this event occurred and the facility did not want to be contacted for further information on this event. On 02/11/2010, information was received from the baxter field service engineer stating the reported condition was received via an anonymous note, which was attached to the device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.